Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03013. Follow-up revealed the scs system was never explanted in 2014. Instead, the ipg was explanted and replaced on (B)(4) 2017. During the procedure, the ipg pocket was relocated. The lead remains implanted and the issue was resolved.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03013. It was reported the patient was experiencing pain at her implant site(s). As a result, the scs system was explanted (date unknown).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.